Event description:
Patient's lips swelled a few minutes after fluoride was applied. Patient went to the ER; they treated her and she was released with no other issues. Unknown what treatment was received.

Manufacturer narrative:
Young dental has not received any other complaints of this kind for this product. Lot number was not provided to review records.